Event description:
It was reported that the patient was experiencing high blood glucose. Customer high blood glucose was 464 mg/dl. Customer stated that they changed set due to patient got no delivery alarm on the insulin pump; however, blood glucose was still high. Patient was treated with manual injections. Troubleshooting was performed and found that cannula was bent when it was removed in the body. The customer was advised that tubing clamp and battery cap would be sent out. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.